Manufacturer narrative:
(B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported on (B)(4) ; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation for the device confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors, including anticoagulation issues that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported on (B)(4) ; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation for the device confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors, including anticoagulation issues that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that post pump exchange due to pump thrombus (already reported) that the patient had complication by continuing to have bleeding from several sites around the sewing ring. It was stated that return to the operating room was required with two attempts at repair. It was also stated that the patient had undergone a massive transfusion and although the bleeding from the ventricular assist device (vad) sewing ring had been secured, his coagulopathy continued as did his multi organ system failure (mosf) and the patient then developed an abdominal compartment syndrome. It was further stated that it was determined that the patient would not survive and was indeed dying despite all our measures and the family was updated and the patient expired shortly afterwards. It was stated that the date of death was (B)(6) 2017. No additional information available.